Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed. During visual inspection a crack in minicap was noted. The cause was determined to be use error due to the customer over torquing the minicap on the transfer set. It was reported that the customer deliberately over tightened the cap in direct noncompliance with instructions from the nurse. The instruction for use provided with the device state that the minicap is to be hand-tightened clockwise onto the transfer set until firmly secured. The user is also instructed to ¿avoid over tightening the minicap disconnect cap.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap a baxter technician determined that the minicap was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.